Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. During the operation, the surgeon decided to ream the femur head for blade insertion as the patient¿s bone quality was good. During the reaming, however, the reamer interfered with the nail. The surgeon wound up inserting a proximal femoral nail antirotation (pfna) blade instead and completed the procedure. A thirty (30) minute surgical delay was noted. Postoperative x-rays confirmed that the blade was not properly inserted into the blade hole. A same-day reoperation was performed. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Product investigation summary: - involved / received parts: (1) x 472.101s / lot 9284227: the investigation shows that the nail has wear and tear signs all over the surface. Also, there is a large nick beside the hole. Some areas of the anodized color have disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, the exact cause of this occurrence could not be determined as no detailed clinical information was provided and not all involved parts were available. The device passed all the functional requirements successfully. Based on the manufacturing investigation results and without all involved parts, it was concluded that the cause of failure was not due to any manufacturing non-conformances no product fault could be detected device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 09.dec.2014 expiry date: 01.dec.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.